Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device reported: unknown pfna nail (part# unknown; lot# unknown; quantity 1), aiming arm (part# 03.037.113; lot# 9770499; quantity 1), unk - insertion instruments: trocar: trauma unk - guides/sleeves/aiming: sleeve (part# unknown; lot# unknown; quantity 1), unk - nuts (part# unknown; lot# unknown; quantity 1), unk - impaction instruments: cmf (part# unknown; lot# unknown; quantity 1), unk - nail head elements: pfna blade (part# unknown; lot# unknown; quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. This report is for an unknown nail head element. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that intraoperatively during a pfna surgery on an unknown date, the surgeon had issues to lock the blade. He is complaining about the insertion handle (the insertion handle does not guide the guide wire sufficiently, the guide wire or blade ran out cranially). The blade has been looked freehanded. No consequence on the patient was reported. Concomitant device reported: unknown pfna nail (part# unknown; lot# unknown; quantity 1). Unk - guides/sleeves/aiming: sleeve (part# unknown; lot# unknown; quantity 1). Unk - insertion instruments: trocar: trauma unk - guides/sleeves/aiming: sleeve (part# unknown; lot# unknown; quantity 1). Unk - nuts (part# unknown; lot# unknown; quantity 1). Unk - impaction instruments: cmf (part# unknown; lot# unknown; quantity 1). Unk - nail head elements: pfna blade (part# unknown; lot# unknown; quantity 1). This complaint involves three (3) devices. This is 2 of 3 for report (B)(4).